Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the event occurred due to the use of a high-frequency processing instrument without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: "3.3 inspection of endoscopes and 4.3 use of instruments." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited the plastic distal end cover burnt. There was no patient involvement.